Event description:
European musculo-skeletal oncology society meeting abstract "the long term outcome of extra-articular resection of the knee joint for malignant bone tumors of the distal femur: a comparative retrospective review of 133 cases" reports revision of 9 mets distal femur patients due to infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.